Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
The user reported bluetooth connectivity issues between their dexcom g7 continuous glucose monitor (cgm) and the ilet insulin delivery system. Agent walked the patient through pairing to the cgm successfully. During troubleshooting, the user conducted a fingerstick test showing elevated blood glucose of 424 mg/dl with no symptoms reported. During a follow up call with the patient and patient's son, the user reported a fingerstick bg reading of 425 mg/dl. A healthcare provider administered a manual insulin injection. The user was advised to pause insulin delivery on the ilet temporarily to avoid insulin stacking. Subsequently, the user performed a supply change, resumed pump therapy, and reported a stable glucose reading. No further device-related issues or symptoms were reported.